Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to decide whether to retire the ventilator. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The customer did not provide patient involvement information.